Event description:
It was reported that during a prostate procedure, the metal tip of the fiber fell off. A second fiber was utilized to complete the case. There was no patient injury due to this event. No further information is available.

Manufacturer narrative:
Analysis of the returned device revealed that the metal cap is attached to fiber. The fiber tip exhibits no signs of breaks/fractures. The fiber exhibits no signs of usage. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The fiber connector passed the signature verification fixture test. Based on the device analysis, the product complaint "fiber metal tip fell off" could not be confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.